Manufacturer narrative:
Qn# (B)(4). One-unit of the turnpike spiral was returned for evaluation. Blood particulates were noted on the unit. The tip was observed to be fatigued, torqued, and damaged. Tip was observed to be around 10-11 mm. No significant tip separation was observed. A device history record review was completed. All processes were followed. No issues noted. Case details were reviewed. Customer stated tip broke. The damages are likely to have occurred during use in the procedure when operated against resistance. Per IFU, states the following warning and precaution: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Additional information was requested. No response was received. The damages noted on the tip indicate that the catheter was torqued and rotated against resistance leading the tip material being fatigued and unraveled. A manufacturing record review was completed and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.

Event description:
It was reported that: "tip broke". Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after invesigation.

Event description:
It was reported that: "tip broke" additional information has been requested from the account.